Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown." Histology report states "bilateral capsular contracture post augmentation." Device has been explanted and replaced with a non-allergan device. Patient also undergone capsulectomy.

Manufacturer narrative:
Health effect - impact code continued: f2201 - biopsy. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade unknown". Histology report states, "bilateral capsular contracture post augmentation". Device has been explanted and replaced with a non-allergan device. Patient also, undergone capsulectomy.